Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose (bg) level since (B)(6) 2016 (251 mg/dl) and (244 mg/dl) during the call with tandem technical support (cts). The customer took boluses to stabilize bg level. The customer did not know why bg's were elevated on (B)(6). During the call with cts a system check was performed indicating the pump is functioning as intended. The customer stated that supplies would be change and as they were due. In addition, the customer reported that the pump fill estimate was noted to be inaccurate. The customer stated that this event happened in the past and could not recall exact date. The customer loaded a new cartridge and the issue was resolved.